Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3587a, lot# l69135, implanted: (B)(6) 1999, product type: lead.(B)(4).

Event description:
The consumer reported that their device did not work but was still implanted. The health care professional (hcp) stated that because the pad was gone, the stimulator did not work. The patient did not know if the battery was still in place. The patient had spinal stenosis and it was worsening. She was on the patch for a while and it was high doses. Her pain was controlled with pills now. After follow-up with the hcp, the surgical report indicated that the patient had a cyst on her spine that was unrelated to the stimulator. The hcp did exploratory surgery to remove the cyst and while he was there, he removed the paddle lead and stimulator. There was no mention in the note if the device was operational or if there was an issue with the device. The patient had an appointment for (B)(6) 2015 and the nurse would ask the hcp if there was an issue with the stimulator. The nurse stated that if a patient came in wanting the device removed, the hcp usually would not do it unless there was a problem. It was unknown if he took it out because he was there for something else or if there was a problem with the device. After further follow-up with the hcp, the reason the stimulator and the lead were removed was because they were in the way when he was in there to do the cyst removal. The patient had a lot of scar tissue and he needed the system out of the way. As far as the hcp knew, the device was working for the patient. There was no indication of any problems with the device function. The indication-for-use (IFU) was failed back surgery syndrome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The patient was told that they had so many adhesions that "they can't do anything for them."